Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that patient had a rough surgery and he got ¿a lot of pain in the pump area.¿ the day prior to the date of this report, the patient had someone checked his incision, and was told that ¿he was sweating on his back¿. Later, it was discovered that it was not sweat but an actual stain on patient¿s shirt where the pump was located. The stain ¿smelled mediciney.¿ the patient was speculating that there was a leak on the pump side of his back. There was ¿a little redness around the staples and drainage from surgery.¿ the patient thought there was swelling at the pump site, but ¿it didn¿t look out of the ordinary.¿ it was noted that the incision ¿looked clean.¿ the patient also found ¿a big knot sticking out of his back where the catheter was¿ the night prior to the date of this report. Currently the patient was not getting pain relief, but the patient was at a low dose. The patient was scheduled a follow-up appointment on (B)(6) 2012. It was noted that patient had 17 surgeries in the past. The pump was used to deliver morphine.